Event description:
Feeding chair presents with the following problems: a) feeding chair height is too low to allow safe transfer of user without potential injury to user and caregiver. B) chair does not have armrest to secure user and prevent falls. C) the safety and security belts are positioned too high, contributing to potential injury by strangulation. D) chair is not flexible enough to conform to the posture of individual pts.